Manufacturer narrative:
Pharmacovigilance comment: the serious event of implant site mass was considered expected and possibly related to the treatment. The serious differential diagnosis of soft tissue neoplasm was considered unexpected and unrelated to the treatment. Serious criteria include the need for medical or surgical intervention since several steroid injections and surgery were recommended as separate corrective treatments by the two physicians who examined the patient. Potential contributory factors for the masses include injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Manufacturer narrative: the reported lot number was valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a (B)(6) female patient. The patient medical history included hypercholesterolemia and penicillin allergy. Concomitant treatments included unspecified medications for hypercholesterolemia. No information about previous filler treatment has been provided. On (B)(6) 2019, the patient received treatment with 8 ml of sculptra (lot a8133) to temple (2 ml each side) and cheek (2 ml each side) using needle for temporal area and cannula for cheek with unknown technique for sunken cheek and temporal areas. Sculptra was reconstituted with 1 ml of 2% lignocaine [lignocaine] and 7 ml of water for injection [water for injection]. 1-2 weeks after injection, on an unknown date in (B)(6) 2019, the patient experienced 2 lumps (implant site mass) over temporal region and one lump over forehead. It was reported that patient went to see several doctors and one of them claimed the cause was due to sculptra. The patient demanded compensation from the clinic. The doctor asked patient to opt for a surgery to remove the lump. On (B)(6) 2019, the patient visited another physician for a second opinion, who told the patient the lumps can be settled by several steroid injections. The patient told the physician that sculptra was injected in her temples and cheeks, but the lump was found on her forehead. The physician agreed that case was more technique related issue by the doctor rather than sculptra and the physician had never seen a nodule develop where sculptra was not injected. MRI report of the forehead lesion showed 2.3 x 0.5 x 2.2 cm soft tissue enhancing mass located at subcutaneous regions of right frontal scalp region with no definite underlying bone destruction or abnormal bone marrow signal changes. There is no definite internal cystic density or fat or flow void signal changes or no internal calcified phlebolith. Not suggestive of lipoma or vascular malformation. Image findings are non specific, suspicious soft tissue tumor (soft tissue neoplasm). Treatment for the adverse event was not reported. Outcome at the time of the report: lump was not recovered/not resolved. Suspicious soft tissue tumor was not recovered/not resolved.